Event description:
It was reported that an ilet screen became unreadable while the user was at work, presenting barcode-like lines across the display with intact glass, preventing visibility of glucose readings and alarm icons though the unlock button was visible; the event was consistent with a display failure of the screen module. Symptoms included no injury. Outcomes included the need for device replacement and temporary reliance on the user¿s cgm with phone or receiver. Investigation included remote assessment of user-provided photos and verification of device information and data sync instructions. Investigation of this case revealed a nonfunctional display consistent with screen delamination or internal display malfunction without associated alarms or glass breakage. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.